Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Biomed (B)(6) need assistance on 8100 s/n (B)(4) is having a display segment error which caused a channel error, since the pump module still on warranty, I recommend to send it in for repair. (B)(6) agreed and he will request for RMA#.